Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump which was infusing tpn was alarming for air in line. The register nurse noticed that the tubing was wet and the tpn bag was empty with a puddle of tpn on the floor. There was no patient harm.